Event description:
It was reported that the position of this subcutaneous implantable cardioverter defibrillator (s-ICD) had shifted due to a corset being wrapped around it. During repositioning procedure, the physician found pocket erosion and the device was protruding due to pressure necrosis. The physician elected to explant the s-ICD device and the electrode. No replacement was placed at this time. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.